Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was spinal cord injury and spinal cord disease. It was reported that the patient was in the emergency room and did not think her pump was working. No further details or issues were alleged. The hcp was planning to do a dye study and requested a device manufacturer representative to be present to assist with priming of the catheter after it was cleared; a message was sent to local device manufacturer representative in the area. No further complications have been reported as a result of this event.